Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient¿s ins and leads were explanted a couple of years ago because it had not worked since implant (B)(6) 2016) and they never experienced therapeutic effect. The patient stated that the battery did not last that long. There were no further complications reported or anticipated.